Event description:
It was reported that the device was used during a sigmoid colon resection. The device malfunctioned. Unknown how case was completed, but or time was extended by 90 minutes. There were no complications at the time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.